Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown intrathecal drugs via an implantable pump for spinal pain. It was reported that motor stall message was seen on the tablet upon interrogation and the patient had a magnetic resonance imaging (MRI) about 40 days ago and since then has had symptoms where patient did not feel they were getting enough drug. It was unknown if patient was hearing pump alarm in all that time but the healthcare provider stated they did hear the pump alarm in the office. It was unclear if there were any volume discrepancies when asked. The access to pump event logs was also not possible as they reported the patient had left.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.